Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have a frayed grip cable at the distal end on the yaw pulley. Some bundles/filaments of the cable were frayed but the cable is not fully broken. Additionally, the instrument was found to have charring and localized melting on the bipolar yaw pulley, near the grip cable. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, there were wires unraveling and exposed at the tip joint of the fenestrated bipolar forceps. The customer removed the instrument and replaced it with a backup to continue the procedure. The procedure was completed with no reported injury.